Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 4 of 16. Report received from (B)(6), stating that the device had debris in sterile package. The device was not being used during surgery. No injury or medical intervention occurred. No additional info provided. The date of the event was unk.